Event description:
Pre-operative diagnosis for this procedure: cervical stenosis and radiculopathy it was reported that a plate and screws were implanted for a routine 3-level acdf at c4-7. Discectomy was performed and titanium spacers used before sizing of the plate and insertion of screws. On an unknown date, post-op, one of the most caudal screws, fixed self-drilling 4.0x14mm, backed out and needed to be revised. Revision occurred 23 days post-op. Once the plate was exposed, the surgeons noted that the locking mechanism was in the locked position but one of the screws in the c7 vertebra was confirmed to be backed out. Surgeon removed the original plate and replaced it with a new plate. The existing screws were reused with the exception of the most caudal c7 screws, both fixed self-drilling 4.0x14mm. These were replaced with 2 each fixed self-tapping 4.5x15mm screws.the patient was asymptomatic from the screw, and the backout was identified during routine follow up.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
X-ray interpretation: "c4 to c7 atlantis acdf was performed. It was noted that a screw backed out beyond the locking mechanism. It was one of the c7 screws. This occurred even though the locking mechanism was engaged. Ap and lateral views are provided with the lowest self tapping screw about 8mm backed out. Screw position and the remaining implants remain in good position."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : visual and optical examination identified the material deformation on one side of one the anti-migration features, consistent with incomplete seating of the associated bone screw, prior to engagement. The screw would appears to be above the point where the anti-migration feature could prevent back-out, and thus would have no subsequent resistance to back-out. Witness mark and deformation noted on the top portion of the bone screw head, consistent with screw back out.